Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the proximal segment of the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient received nine inappropriate shocks from the right ventricular lead. A lead intergrity alert triggered for high impedance and a high number of sensing integrity counts. Noise was also noted and the lead had a possible fracture. The lead was partially explanted and the remainder was capped. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.